Event description:
It was reported that during a procedure to treat the left mid great saphenous vein using the closurefast catheter, the catheter temperature increased to 146, and error code 350 was displayed on the generator. The rfg was power-cycled and the same catheter was attempted with a different generator, but the issue persisted. Attempts to pass a wire to maintain access were unsuccessful both inside and outside the patient. The degree of tortuosity was minimal. The lumen was flushed prior to use, tumescent infiltration and local anesthesia were utilized, and hand/manual compression was applied. The instructions for use were followed without issue. The device was safely removed, and the procedure was completed using a new device. No health consequences or impact were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.